Manufacturer narrative:
The reported events of unacceptable threshold and r-wave amp variation were not confirmed. A full lead was returned in one piece for analysis. The specification measurement, electrical testing, visual and x-ray inspections were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited elevated capture threshold and r-wave amplitude variation. Chest x-ray was performed and confirmed rv lead dislodgement. The rv lead was explanted and replaced. The patient was discharged eventually.